Event description:
It was reported that a cartridge alarm occurred during the pumping process. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy..